Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were evaluated and debris was discovered within the collet. The presence of debris can lead to increased friction between rotating components, resulting in heat being generated.

Event description:
While testing the unit at the MFR, it was reported that the attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.